Manufacturer narrative:
(B)(4): no data from the time of the complaint was available due to continued patient use. No activity related to the complaint was observed in the black box or download history. The battery compartment and cap were found to be intacted with no evidence of moisture damage. The pump was exercised for 6 hours without overheating or alarming. The pump electrical current draws were tested and found to be within specifications. The pump cover was removed and no power circuit issues were found.

Event description:
It was reported that the battery was warm to the touch when removing the battery from the pump. It was reported that there was no damage or corrosion to the battery cap or compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.